Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. It was noted the patient had no stimulation sensation. It was reported the patient had a lead revision a week after implant due to no stimulation sensation. It was noted that increasing stimulation prior to revision did not resolve the issue. It was reported the patient had good stimulation following the revision. It was reported the patient noticed a stimulation change and then the stimulator died due to not being charged prior to surgery. It was noted the patient was able to charge to half full and then stopped because the incision was uncomfortable. It was reported the impedances were within normal limits. It was noted the patient felt no stimulation with contacts eight to fifteen all the way up to 10.5 v. It was reported the patient felt vague stimulation in their right arm when using contacts zero to seven at 6.0 v, but the sensation did not change with increased stimulation. It was noted the patient was scheduled to meet with their healthcare provider three days after call. It was reported the patient had x-rays taken. It was noted the x-rays showed the lead had migrated out of the epidural space. It was reported the patient was undergoing a lead revision surgery. It was reported the cause of migration was unknown. It was noted the patient was doing well with great coverage.